Event description:
It was reported that on (B)(6) 2006 patient presented with low back pain, intermittent radiculopathy-arthritis and sleep apnea, axial back pain, rule out discogenic pain. (B)(6) 2006 discogram l5-s1, l4-5 and l3-4 ¿positive at l4-5¿ (B)(6) 2007 anterior retroperitoneal approach with mobilization of the aorta, vena cava, left iliac artery and vein, right iliac artery and vein, to facilitate the exposure of the anterior aspect of l4-5; anterior discectomy and interbody fusion of l4-5 using peek interbody arthrodesis with segmental screw instrumentation, bmp allograft arthrodesis at l4-5, posterior l4-l5 laminectomies, blackstone pedicle screw instrument, l4-l5 bilaterally, posterolateral and transverse fusion using bmp allograft arthrodesis, l4-l5 bilaterally. On (B)(6) 2007 percocet, soma, remain on disability (B)(6) 2007 x-rays reveal good position of metal and bone with interbody peek, stalif device, segmental screw instrumentation, as well as posterior pedicle screw instrumentation in good position as well. No evidence of hardware failure. Pt not having any significant degree of pain relief, still with back spasms and occasional lower extremity pain;however his lower extremity pain appears to be somewhat improved, ambulating without difficulty. On (B)(6) 2007 low back pain, bilateral leg pain, bilateral foot pain. Pt states he never had good relief after surgery and now he has burning. Dr. Notes ¿failed back syndrome¿ (B)(6) 2007 epidural steroid injection (postlaminectomy syndrome) dr. (B)(6) 2007 pain still continues, decreased sensation to lower extremities (B)(6) 2007 neuropathy, lung ca, degenerative back disease, copd, rls (B)(6) 2007 low back pain, bilateral leg pain, bilateral foot pain (B)(6) 2007 pt placed on spinal cord stimulator lead trial (chronic leg radiculopathy, lumbar degeneration-multilevel, s/p lumbar fusion) on (B)(6) 2007 removed spinal cord lead due to complaints of difficulty taking in deep breaths and pain to rib cage. Immediately noted relief after removal. On (B)(6) 2008 ¿dr. At medical imaging centers, CT-lumbar spine for low back pain, bilateral leg pain-moderate narrowing of the right and left foramen from some bony hypertrophy. (B)(6) 2008 neuropathy, on (B)(6) 2008 started pt on opana ER (B)(6) 2008 depression, making mistakes at work, may be due to lyrica (neuropathy), extremely stressed and agitated (B)(6) 2009-depression getting worse on (B)(6) 2009-ptsd, (B)(6) 2009 still pain, neuropathy (B)(6) 2009 depression (B)(6) 2009 c/o back pain-soma , percocet (B)(6) 2009, lumbar radiculopathy on (B)(6) 2009, neuropathy on (B)(6) 2009, neurological consult-last several months progressive tremor in bilateral upper extremities occurring during rest, parkinson¿s disease, failed back syndrome, pt reports back pain radiating into legs and numbness in bilateral foreleg and foot, no improvement despite surgery, failed back pain management with trials of epidural, meds and spinal stimulator (B)(6) 2009 tens unit on, neuropathy, depression (B)(6) 2009 emg and ncv findings: electrodiagnostic evidence of chronic l4-5, l5-s1 radiculopathy on the right and left (B)(6) 2009 sob. Pneumonia, copd, hypercholesterolemia on (B)(6) 2011-medical marijuana program on (B)(6) 2013 pt presented with fracture of the proximal phalanx through the articular surface that is displaced (significant injury). Also struggling with parkinson¿s syndrome and back pain. Pt said that he has chronic back pain for years, been fused, anterior/posterior at l4-5. Has had more pain since the surgery than before and he is struggling. Has to stay in a flexed posture. On (B)(6) 2013, lumbar myelogram-significant stenosis present at l3-4 just superior to the region of previous spinal fusion. Minimal ap diameter of the thecal sac-approximately 9 mm. Postsurgical changes consistent with previous l4-5 anterior and posterior spinal fusion. Mild degenerative changes in the osseous structures. Endplate changes. Mild anterior osteophytosis present. Vertebral body height, alignment, facet joints and posterior elements are intact. Mild intravertebral disc space narrowing. Mild diffuse disc bulging at l2-3. There may be mild encroachment on the neural foramina at this level. Significant central canal stenosis at l3-l4 as a result of facet hypertrophy, ligamentum flavum thickening and diffuse disc bulge at this level. Minimal ap diameter =9mm. Bilateral neural foramina no narrowing noted (B)(6) 2013 per physician¿s notes, pt appears to have moderate to severe spinal stenosis at the level above his prior fusion, which seems to be worse on the sagittal images. ¿the patient¿s hardware overrides the facet joint at l3-4 and the inferior articular process of l3 is impinging on the hardware. This would account for the sharp, catching pain he is getting in his back ¿¿ (B)(6)

Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.